Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected insulin flow blocked alarm noted. Pump received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis high blood glucose was on an unknown date the customer¿s blood glucose level was 450 mg/dl at the time of incident and current blood glucose 156 mg/dl. The customer was treated manual injection. It was reported that they had blank display after battery change. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.